Event description:
The customer reported their AED will not power on and has a red asi chirp with no warnings. Customer stated that the they tried changing 9v and the AED is alerting but will not power on. The reported event did not occur during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED pads were expired. As a follow up with the customer, the proper maintenance of this device was reviewed. This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service. The IFU states: improper maintenance can cause the defibtech ddu series AED not to function. Maintain the ddu series aeds only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. The available information does not indicate that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.